Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, an alert for low, out of range pacing lead impedance was observed. Lead revision is planned. No further information is available at this time.

Manufacturer narrative:
The lead exhibited normal electrical characteristics.